Event description:
Customer reported a no delivery alarm after changing the infusion set. The blood glucose reading was 154 mg/dl. Customer was assisted in performing a fixed prime and stated that insulin did not exit. The issue was resolved when the infusion set and reservoir was changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.